Event description:
It was reported to philips that the battery does not charge. There was no report of patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. Customer requested a quote for a diagnostic service visit. The customer has cancelled / refused the service quoting. Philips is unable to determine the cause of the reported malfunction as the device was not evaluated. No further evaluation is required at this time.